Event description:
During placement of a left subclavian central venous line in a trauma patient, the left shoulder, anterior chest and neck were prepped and draped in a sterile fashion using maximum barrier precautions including full drape for the bed. The proceduralist was wearing a sterile gown, gloves, hat, mask, and used the arrow quad lumen central catheter tip. The infraclavicular approach to the left subclavian vein was used. Initially local anesthesia was injected in the appropriate tract. Then, the needle was advanced directly onto the clavicle and just under the clavicle whereupon the patient was immediately placed in trendelenburg and the vein immediately accessed. A guidewire was advanced. The patient had dense clammy pectoral fascia and it seemed like the wire had some difficulty inbeing threaded, but advanced without difficulty. The needle was removed. The tract was then dilated using a seldinger technique. The catheter was then advanced over the wire without difficulty, but as the wire was pulled back, it started to splinter in its midportion for an unknown reason. The procedure was immediately stopped and the entire catheter and wire assembly were pulled out.the proceduralist made sure that the entire wire did indeed come out. The wire never broke completely, but seemed to separate in its midportion for an unknown reason. Direct pressure was applied to the area and there was no bleeding. A new guidewire was immediately brought onto the field. The patient was quickly placed in deep trendelenburg again. The needle advanced successfully under the clavicle into the subclavian vein and a new guidewire advanced without difficulty. The tract was already dilated. The catheter was then advanced over the wire once the patient was already in a somewhat sitting position and advanced without difficulty and at this time, the wire came out without difficulty. All ports were aspirated of blood and air and flushed. The catheter was secured in place using 2-0 nylon and chlorhexidine, standard tegaderm, and central line dressing was then applied aseptically to the area.postprocedure chest x-ray was done and showed good position of the left subclavian line.what was the original intended procedure?placement of a left subclavian central venous line.